Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Upon visual inspection, engineering observed scratches on the shaft of the cannula and a hole in the tubing near the inflation port for the balloon. Leak testing was performed on the balloon and leaking was observed through the hole located near the inflation port of the balloon. It is likely that the damage was caused by the trident spacer, which is a component that is used to hold the c0r47 components together during packaging and shipping. If the spacer is attached or removed from the trocar with excessive force, the corners of the trident spacer could damage the unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. Based on the description of cracks during initial intake of the complaint, the event was determined to be reportable. However, the event has been deemed non-reportable, as cracks were not observed on the event unit during evaluation and the event is unlikely to cause or contribute to death or serious injury.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of investigation. There is no report of serious injury or death associated with this event.

Event description:
Procedure performed unknown - "this is a complaint from the market. Administrative (B)(4). Please refer to the complaint sheet for investigation. Report from the sales rep: the balloon would not inflate inside the patient cavity with the accessory syringe. Initial investigation report by (B)(6) olympus. The event unit was returned to olympus and visually inspected. A hole and cracks were visibly observed with the cannula near the air dome (please refer to fig.1). Some scratches were present on the proximal side of the cannula. No visible damage was observed with the balloon. The unit will be returned to amr for further evaluation. (B)(4)." Patient status: "no patient injury."